Event description:
The lay user/ patient contacted lifescan (lfs) on may 21, 2007 alleging inaccurate high readings on his one touch ultra 2 meter. A medical affairs specialist (mas) sent follow up questions and obtained / verified the following information: the patient has been a diabetic for six years and has the meter for seven months. In 2007, at 8:35 pm the patient tested his blood glucose and obtained a 123 mg/dl. The following morning, he was asymptomatic and tested his blood glucose and obtained a 280 mg/dl. He then took insulin, based on a sliding scale (26 units of novomix 50). After testing he ate breakfast, which consisted of milk, bread and butter. Approximately 2 hours after testing he began feeling weak and sweaty. He tested on his mother's meter (another brand) and obtained a 44 mg/dl and then tested on his meter and obtained a 144 mg/dl. He drank some orange juice and felt better within 5 minutes. The patient did not contact his physician due to the event. He stopped using his meter and started to use his mother's meter. His readings for the rest of the day using his mother's meter were as follows: before lunch, 175 mg/dl, 2 hours after lunch, 240 mg/dl, before dinner, 160 mg/dl, and 2 hours after dinner, 140 mg/dl. The test strips were in good condition and not expired. A quality control test was not done, since the patient did not have any control solution. A normal reading for the patient is between 70-100 mg/dl. The date and time on the meter was correct; however, in the only reading in the meter memory on the next day, was 135 mg/dl at 12:28 pm. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient alleged she obtained inaccurate high readings, took insulin based on the reading, and developed symptoms of hypoglycemia.